Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning and polarity switch due to low impedance values and oversensing. The lead further exhibited no capture and the patient experienced syncopal episodes. It was noted that the oversensing was likely due to electromagnetic interference. The right ventricular (rv) lead was capped and replaced and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.